Event description:
The pt reportedly experienced intermittency between his external equipment and the implant. The pt stopped wearing his external equipment. The dr made the decision to explant the pt's device. The surgery to explant the pt's device has been scheduled.